Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: was the firing sequence able to be completed or did the firing sequence stop when the firing knob broke off? - the firing sequence stopped. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 42 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition the reload was received with the cartridge deck damaged. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open unknown procedure, the firing knob was broken off when the device was fired across an existing staple line at the fourth firing of functional end to end anastomosis. The staple height was gold. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = firing knob, cartridge.